Event description:
The account generated false positive architect bhcg results on 2 patient samples that repeated negative. ID (B)(6) generated positive architect bhcg of 408.12 iu/l that did not match patient clinical history and repeated architect bhcg negative and e170 method negative. (B)(6) generated positive architect bhcg of 359.74 iu/l but repeated architect bhcg negative. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott field service engineer (fse) was installed a pressure monitor sensor which was worn out from normal use. The fse also cleaned both the stat and sample pipettor wash cups as they were crusted with dry serum deposits. Additional fse actions included but were not limited to proactive replacement of the valve manifold kit for both wash zone 1 and 2 and the trigger and pre-trigger dispense valves and cleaning of the manifolds. The syringe valve was also replaced as a precaution. Installation of the pressure monitor sensor was considered to have resolved the issue. The architect system operations manual contains adequate information for troubleshooting the observed issue. Customer returns were not available, but customer logs were reviewed with no obvious problems found. No adverse trends were identified for the pressure monitor sensor part. No product deficiency was identified.